Event description:
It is reported the end user's caretaker that the catheters are giving a "hissing" sound at the port and not allowing suction as required.

Manufacturer narrative:
Based on the available information , this event is deemed a reportable malfunction. Per the information received, the catheters issued by the hospital were the same product code as the end user uses at home. It was further stated tat the catheters from the hospital worked very well at the hospital and at her home. Upon request by the end users caretaker, the catheters she had at home were tested by the hospital and they were found to be hissing and not suctioning well. The end user's caretaker reports due to storage that she will throw boxes away and re-use boxes. Note: end user cannot be sure of all batch numbers involved. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.